Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it displaying the patient circuit disconnect alarm and delivering lower than set peep (positive end expiratory pressure) were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was displaying the patient circuit disconnect alarm and was delivering lower than set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issues.